Event description:
A clip got broken at loading during a laparoscopic colectomy. Therefore, a new cartridge was opened to complete the procedure. According to the user it was unknown whether the clip had been broken before loading or it got broken due to his/her loading method, however, he/she could load a clip from another cartridge without problem. No reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The lid stock was also returned. The cartridge was visually examined with and without magnification. The cartridge had three broken clips remaining. The clips were all broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clips were broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m2000057 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip got broken at loading during a laparoscopic colectomy. Therefore, a new cartridge was opened to complete the procedure. According to the user it was unknown whether the clip had been broken before loading or it got broken due to his/her loading method, however, he/she could load a clip from another cartridge without problem. No reported patient injury.